Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited oversensing and it was noted that the lead would not stay fully seated in the header after the set screw was tightened. The lead was reseated in the header and the set screw was retightened and oversensing was no longer observed. Approximately 10 minutes later, it was noted that the rv lead exhibited high undefined out of range (oor) rv defibrillation impedance. Retesting of the lead impedances showed that pacing impedance was also high undefined out of range (oor). The pocket site was reopened to reinsert the rv lead into the header where the physician encountered difficulty inserting the lead back into the header. The lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation. Visual "analysis" of the lead indicated damage at implant. The analyst noted there is no setscrew marks were observed on the df-4 pin. All electrical testing was within specified parameters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.